Manufacturer narrative:
Literature article: innovative use of a self-expanding valve for valve-in-valve transcatheter mitral valve replacement: experience from a four-year single-center study. Summarized patient outcomes/complications due to replacement of an implanted surgical valve with a transcatheter competitors' j-valve were reported in a research article. The subject population had multiple co-morbidities including chronic obstructive pulmonary disease, coronary artery disease, previous coronary artery bypass, prior cva/tia, peripheral vascular disease, currently receiving dialysis, diabetes mellitus, hypertension, atrial fibrillation and previous permanent pacemaker. Some of the reasons for replacing the surgical valves were stenosis, regurgitation, surgical intervention, hospitalization, stroke and paravalvular leak. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device or individual patient information was received for analysis.

Event description:
The article, "innovative use of a self-expanding valve for valve-in-valve transcatheter mitral valve replacement: experience from a four-year single-center study", was reviewed. The article presents a retrospective, single center study experience to to explore the effectiveness and safety of j-valve and report the results from the four-year follow-up period of the innovative application of the transcatheter valve. Device that were included in this study were carpentier-edwards porcine and pericardial (edwards lifesciences, inc., irvine, ca, USA), hancock ii and mosaic (medtronic, minneapolis, mn, USA), epic heart valve (st jude medical, inc, st paul, mn, USA), balmedic bovine pericardial (balance medical, beijing, china), and j-valve (jc medical inc., suzhou, china). The article concluded the j-valve system is a safe and effective option for viv-tmvr: it has a high success rate and low mortality, and resulted in very few complications. The time frame of the study was from january 2019 and september 2022. The number of patients included in this study was 33 with the average age being 70.1 years and the average gender being female. Comorbidities included chronic obstructive pulmonary disease, coronary artery disease, previous coronary artery bypass, prior cva/tia, peripheral vascular disease, currently receiving dialysis, diabetes mellitus, hypertension, atrial fibrillation, previous permanent pacemaker.